Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See report for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address pain and implant wear. Femoral and tibial loosening at the bone/cement interface. Depuy cement was used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 03/02/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records prior to revision the patient had soft tissue swelling and the patient's tibial component had slight subsidence and instability. At this time the patient's tibial component is being reported for subsidence. The complaint was updated on: 03/22/2016.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.